Event description:
It was reported that the patient presented with frequent low flow alarms for the past week. Log files were submitted for review. The log files captured numerous low flow alarms on (B)(6) 2024. There did not appear to have been any type of external mechanical circulatory support (mcs) equipment issues that caused these events. There were no other unusual events recorded in the log file event history. Echocardiogram and ramp study were completed. The aortic valve was opening 1:1 despite increasing the speed from 5900 to 6400 throughout the ramp study. Left ventricular internal diameter end diastole (lvidd) was 5.6 and there was no aortic insufficiency nor mitral regurgitation. There was a trace of tricuspid regurgitation and septum was midline. The inferior vena cava (ivc) collapsed less than 50%. The flow was around 3lpm and the pulsatility index (pi) was around 2.2 throughout the study. Diuretics were augmented and the patient was sent for a computed topography (CT) to evaluate for external outflow graft obstruction (eogo). The CT scan revealed 99% occlusion and the patient was to undergo surgery on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft obstruction was unable to be confirmed through this evaluation as no images were submitted by the account for review and the device remains in use. A specific cause for the reported outflow graft obstruction could not be conclusively determined. Review of the submitted log files confirmed the reported low flow hazard alarms which were suspected to be due to occlusion. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event and periodic log files collectively contained events from (B)(6) 2024. Multiple transient low flow hazard alarms were captured on (B)(6) 2024. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The IFU also addresses pump parameters and outlines situations that can result in low flow, including changes in patient conditions. Additionally, the IFU and heartmate 3 lvas patient handbook outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 5, "surgical procedures¿, contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.